Event description:
It was reported that during a lap bilateral salpingo-oophorectomy the device made a noise as if it were hitting metal and shortly afterwards the upper jaw fell off into the patient. Customer was able to retrieve the jaw through the trocar. Customer used a second device to complete the procedure. No patient consequences

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. In addition the upper jaw was detached and not returned. The device was connected to the generator and it was recognized. Because of the damage not all functional testing could be performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Due to the damage on the I-blade the upper jaw fell off. It is possible that the user heard abnormal noises when the device I-blade got damaged.